Event description:
It was reported in the journal of neurosurgery that two days post stenting procedure, the patient developed left-sided hemiparesis that persisted with acute infarcts on magnetic resonance imaging (MRI) involving the medial temporal lobe, the right cerebral peduncle, and the right cerebellum. No additional information is available.

Event description:
It was reported in the journal of neurosurgery that two days post stenting procedure, the patient developed left-sided hemiparesis that persisted with acute infarcts on magnetic resonance imaging (MRI) involving the medial temporal lobe, the right cerebral peduncle, and the right cerebellum. No additional information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use and there is no indication that the reported event is related to product specifications nonconformance or misuse. However, patient stroke and patient complications are known anticipated risk associated with endovascular procedures and noted as such in the directions for use (dfu).